Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her leads replaced last summer due to a recall. No patient information, device or recall information, or patient outcome was provided.

Manufacturer narrative:
(B)(4).